Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. There was no patient involvement.

Manufacturer narrative:
(B)(4). Evaluation summary: the homechoice return instrument test/evaluation (rite) functional testing failed during fill 1&2 and drain 1&2, resulting in the reported issue but the homechoice rite electrical safety analyzer testing passed specifications. The cause for the reported issue rite functional test failed volumetric accuracy was determined to be caused by deteriorated door piston foam. If additional relevant information is received, a follow-up will be submitted.